Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of shingles was exacerbated by the lifevest equipment. The patient described the area as painful and red. There was no alleged device malfunction contributing to the irritation. The patient¿s physician is treating the shingles. The outcome of the irritation is unknown as follow up attempts were unsuccessful.